Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 failed, not detected on bus and required maintenance. The field service engineer (fse) had proceeded to inspect the back of drawer 7 and observed that some lights were not lit on the pyxibus module control board. The retractor band also showed signs of wear. The fse began by replacing the retractor band, but the station still did not detect the drawer, and there was no change in the pyxibus module control board status. The fse then replaced the control board. All components were tested using the hardware test application, and drawer functionality was verified. The drawer operated without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 7 drawer had failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.